Event description:
Additional information: section surgery. No sample because destroyed by hospital.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. Two complaints received at the same time from the same end customer, regarding different issues. We have not received any sample for analysis, only a picture showing an open sample with a needle and a racepack support (thread is missing). Without any closed and/or defective samples we cannot carry out an analysis in order to take a decision. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Remarks: when working with monosyn® suture materials great care should be taken to avoid any crushing and crimping damage of the monofilament by surgical instruments, such as tweezers and needle holders. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that suture broke during surgery. No further information has been received.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k011375. If additional information becomes available a follow up report will be submitted.